Event description:
In 2009, baxter's clinical cost management consultant received a report from the facility that a patient's skin tore when the device was removed. The nurse was using alcohol to remove the device when the tearing of the skin was noticed. The facility called a surgeon to look at the torn skin. The surgeon prescribed ointment (unknown) and gauze dressing to help the skin heal. The patient was discharged in the next day with a dry dressing and was doing fine. A sample is not available, as it was discarded. Further information was not available.

Manufacturer narrative:
This was previously reported as an adverse event/serious injury. Review of additional clinical information was undertaken, and it was shown that no serious injury or intervention to prevent such occurred.

Manufacturer narrative:
The sample was discarded, and cannot be evaluated.

Event description:
Arterial pump head working correctly and pre bypass checklist completed. Pre bypass circulation of pump stopped in order to divide a-v loop. Pt cannulated. Attempted to test forward flow. Forward flow not achieved despite increasing rpms. Remote head not functioning. Exsanguinated apx 100 cc of pt's blood volume - system changed out. Device not returned to manufacturer - device past end of life by 11 months - device removed from service and returned to biomed dept.